Event description:
After receiving ect treatment, pt immediately exhibited severe cognitive impairment, difficulty speaking, difficulty walking, can no longer read, concentrate and can no longer work. These changes seem to happen overnight. Pt was an educated intelligent, coordinated, fully functional member of the community. Pt received a total of 3 treatments before treatment was halted due to changes. Treatment dates (B) (6) - (B) (6). Medical community is in denial that this treatment has caused these changes.